Event description:
This is in regard to the custom ultrasonic -cu- scope washer/disinfectors. About 3 years ago I started working as a manager at a hosp that was using the older version of the custom ultrasonic disinfector. There was a possible "chemical burn" to a pt from what may have been retained cidex in a scope channel. It was during my first week of employment and orientation so I was involved near the end of the process. I was not totally convinced of the scenario and do not know if it was ever reported. I no longer work there. I did call cu and asked if they could send someone to review the use of the machine because I was not familiar with them. I was told I could either wait until the next scheduled service or the hosp could pay for someone to come and inservice me. I began monitoring the process of the cus myself. One thing that bothered me was that you could not see what was going inside the machines because the lids were not clear. So I began raising the lids to "peak" inside during the cycle. I was alarmed at what I found because the basins were a bit small to contain 2 scopes easily. Often they would slip and the handle of one of the scopes would not remain submerged. One time when I opened the lid the cidex was streaming out of a hole in the tubing. Of course the cidex was not going through all the channels and if I had not "peaked" we would not have known. I had the techs opening the lids during every cycle to make sure scopes remained ocmpletely covered and all connections and tubes intact. This is not ideal due to the cidex exposure when opening the lids. I called cu with my concerns that you can not see what is going on and that the basins were too small. I was told that they were aware and that the newer scopes were larger than the older ones -I think they are smaller- so their newer models have larger basins and clear lids. I asked if they could retrofit our machines with clear lids and was told they could not. Needless to say one of my first tasks was to find new scope disinfectors for the unit. In hindsight, I probably should have reported this 3 years ago. With all the recent attention to cu it has come to me that there may still be many of these older units out there with the same problems and I feel I must report my concerns.